Event description:
Additional information reported indicated that the neurostimulator and both leads were replaced on (B)(6)-2011, due to premature battery depletion. The patient did not require hospitalization and there was no injury. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3778, serial# (B)(4), implanted: 2011-(B)(6), explanted: unknown lead, model 3778 serial# (B)(4), implanted: 2011-(B)(6), explanted: unknown.

Event description:
It was reported that the caller saw an early replacement indicator message. It was later reported that the caller saw an end-of-service message on the patient programmer. The messages were seen approximately two and a half months after implant. Additional information has been requested, but was not available as of the date of this report.